Event description:
It was reported that the patient complained of pocket pain. The device was explanted. The device was not replaced as the patient no longer required the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007. (B)(4).